Event description:
It was reported that an ilet user received repeated occlusion alerts on an insulin infusion set and experienced elevated blood glucose of 258 mg/dl; initial troubleshooting confirmed clear tubing and insulin flow, therapy was resumed, and later a site-only change revealed a bent cannula after the pump had been dropped, after which a new infusion set was placed. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and a medical device problem described as lack of effect, with insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.